Event description:
Caller reported alarm 2 followed by alarm 26 about a week prior and on june 24, 2025, signaling recurring occlusion issues. The customer's blood glucose levels did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin.